Event description:
It was reported that during pipeline deployment, two strands of the pipeline was noted stuck inside the capture coil. The physician was able to deploy the pipeline and no complications were reported with the patient.

Manufacturer narrative:
The pipeline was implanted in the patient and the pushwire has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The device has been evaluated and the pipeline was found released from the capture coil. (B)(4).